Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient was assisted with using their patient programmer, it showed program 3 at 5.3v. Patient reported they thought the therapy was off for a month or two because they were going to the bathroom twice at night and they thought their implant wasn't working and they were going to set up an appointment with their healthcare provider, but at the time of the report they were feeling stimulation and it was strong. They were decreasing stimulation while on the phone, they stated they thought they accidentally turned stimulation off. Patient reported they were at 3. Something and they were decreasing stimulation and the therapy was working. It was reported that troubleshooting resolved the reported issue. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that turning stimulation on/adjusting it resolved the getting up at night and they responded, yes, the problem was solved. They noted they were actually calling to find out how to turn it off.